Event description:
The user facility reported an unknown age patient with acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support but encountered placement signal issue, low flow and/or pump stop during three attempts with three impella cp devices. The patient was admitted and found to have received three shocks from the automated implantable cardioverter device for ventricular tachycardia (vt) and atrial flutter (af). The patient was taken to the electrophysiology lab for vt/af ablation and during this procedure, the patient coded received one shock with return of spontaneous circulation achieved. The decision was made to place and impella cp device. The impella cp (pump 1 (B)(6)) was inserted and initial flows of 2.6l were noted with no placement signal available. The elected to replace the impella cp device (pump 1) in order to have a placement signal. New impella cp device (pump 2 (B)(6)) was primed on different automated impella controller and was placed with no issues on insertion. Pump 2 initial flows of 3.6l were noted and was being secured when placement signal suddenly disappeared, and flows started to decrease. The placement signal not reliable alarm triggered and then flows stopped. Therefore, physician decided yet again to replace the impella cp device (pump 2). Another impella cp device (pump 3 (B)(6)) was primed on a different automated impella controller and on startup there was immediate suction noted left ventricular placement signal was abnormal and unable to obtain adequate flows. All troubleshooting performed, and the team was advised of possible corevalve transcatheter aortic valve replacement interaction. The decision made to remove the impella cp (pump 3) for a final time, and the physician elected to then place an intra-aortic balloon pump. Additional information noted the following confirmations: adequate anticoagulation status was verified, transesophageal echocardiogram was performed, with no left ventricle thrombus, all sheaths were excessively flushed, and there was no clot noted upon removal of all pumps. All three devices are expected to be returned for analysis. The was no harm and the patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with this event. Refer to the following: medical device report for impella cp pump 1 (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6). Medical device report for impella cp pump 2 (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6). Medical device report for impella cp pump 3 (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6) (this report).

Manufacturer narrative:
The investigation for the low pump flow and the optical signal issue has been completed. The product was returned and evaluated. Both impeller blades were broken off. No other abnormalities were found. Low flow was reproduced in the lab. Field data logs show a large motor current (mc) spike shortly after the pump is started at p-9. An immediate drop in pump flow followed the mc spike and flows remained below spec the rest of the case. The root cause of the low pump flow was most likely a damaged impeller resulting from interaction with the tavr mentioned in clinical details. The returned product's 5s parameters did not indicate any hard failures of the sensor with snr at ~2700 and contrast at ~14.8%. The sensor passed the laser continuity test and there were no kinks found in the catheter. The pump was run and there were no abnormalities with the optical parameters. The sensor was removed and there was no visible damage to the sensor face. Data logs showed a few instances where the lv waveform drops below zero. One of these instances occurs around the time of the motor current spike associated with the drop in pump flow. Comparison was made to another broken impeller lades complaint but the data logs did not resemble the same optical signal issue. The root cause of the optical signal issue was not determined since the returned product did not show significant abnormalities.